Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter supplemental information which was received on (B)(6) 2015: mdrif - medical device reporting information form. An additional report, dated (B)(6) 2015, states: mmi reported that glenoid radiolucency has increased from 1mm at 6 months to 2mm at 12 months. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. It was mentioned in the report after 6 months that the radiolucency is 2mm. In the report of 12 months it is reported that the radiolucency increased from 1 mm (at 6 months) to 2mmm (at 12 months). This is inconsistent. Additionally, a direct comparison of the x-rays did not show a quantifiable difference in radiolucency between the 6 month and the 12 month follow-up. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. X-rays were received and will be reviewed within the investigation process. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted a a.s. Glenoid s cemented on (B)(6) 2014 on the right shoulder. It was reported that 2mm of glenoid radiolucency was detected on x-ray on (B)(6) 2014. The product is still implanted and the patient being monitored.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Devices analysis device analysis could not be performed as no product was available for investigation. Review of incoming information: it was reported that mmi radiographic findings indicate 2mm of glenoid radiolucency at 6 month follow-up. X-rays were available for investigation. 4 preoperative x-rays, 3 x-rays of 6th postop. Week, 3 x-rays 6th postop. Month, and 4 x-rays of 12th postop. Month. On all x-rays the correct positioning of the anatomical shoulder glenoid can be observed. The positioning of the sidus head and anchor is suboptimal. The head is positioned too cranially compared to the humeral bone and does not seat well on the medial humeral humerus cortex. On the ap x-rays at 6th month follow-up and 12 month follow-up a radiolucency area is visible around the cemented pegs of the glenoid component. The surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes do describe the deviations from the surgical technique. The notes of the follow-up visit dated (B)(6) 2014 was also returned. The visits reported good outcome and no major concerns. No other documents were provided surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. Possible causes for the reported event according to dfmea: aseptic loosening/loosening due to wrong radii combination, normal use, overload, wrong positioning due to wrong geometry of peg, wrong positioning, insufficient bone. Possible as the x-rays showed suboptimal positioning of the implants. The size of the implants seemed to match the anatomy of the patient. Adverse body reaction due to material not biocompatible, due to bioincompatible due to harmful leachables from implant material and loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical techniques contain all information. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as no intraoperative corrections were reported in the surgical notes. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).